Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. On unreported date(s), the patient was treated with unknown intravenous (IV) antibiotics (medication(s), dosage(s), frequency, and duration(s) not reported) and flagyl (route, dosage, frequency, and duration not reported) for the peritonitis. Twelve days after hospitalization began, the patients¿ pd catheter was removed, pd therapy was discontinued, and on an unreported date, the patient was started on hemodialysis. After 13 days of being hospitalized for the peritonitis, the patient was discharged. Antibiotic therapy was scheduled to complete 3 days after the hospitalization ended. The patient was recovered from the peritonitis event. Additional information was requested but is not available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.